Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant procedure, the right atrial lead exhibited high lead impedance and high capture threshold. The lead was reprogrammed and implanted. Electrical values were normal during post operation check. The patient was in stable condition and would continue to be monitored.